Event description:
Patient intubated and being ventilated in the or for tracheostomy.a small fire erupted when an electro-surgical unit was used to enter the trachea. The fire was quickly extinguished. A bronchoscopy indicated there was no thermal injury to the trachea.